Event description:
The tip of the screwdriver had broken off and remains in the screw. Since it did not pose a problem, obstruction for the rod, screw interface, the surgeon continued with the procedure.